Event description:
It was reported that following an unrelated procedure, the lead extracted resulted in ongoing blood loss. The bleeding was controlled by repairing the artery without further adverse patient consequences.